Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. The md met resistance while trying to advance the iab through the saf sheath. As a result, the iab was not inserted. There were no reported pt complication.